Event description:
It was reported that the device was used during a laparoscopic appendectomy. It was reported by the rep that the cartridge fell out of the tsb35 and had to be retrieved from the pt's abdomen. There was no consequence to the pt. 04/14/1999 letter requesting non-destructive testing rec'd.